Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received a da vinci product involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the surgeon called in to report that the finger clutch button on the right master tool manipulator (mtmr) was damaged. The caller stated that he was unable to control the camera. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer press the e-stop button with no change. The tse then instructed to restart the system, an error 23032 pointing the mtmr was showing. The tse had him recover the fault, then the caller stated that he could control all arms but the finger button was not usable, it was stuck. The tse advised they could use the other surgeon side console (ssc), but the surgeon stated that it was used for another surgery. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer called the support and restarted the robot. The control of the arms was regained, but the clutch was not working. Used the clutch only via the foot pedal. The arm did not move at all. Upon restarting, the camera mobility was restored. There was no injury to the patient as result of the event. The procedure was completed robotically using the foot pedal to clutch.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis and the reported was confirmed and replicated. Upon visual inspection, the opto button pads were found to be missing and that would be related to the reported event. The master tool manipulator (mtm) was installed onto a golden system replicating the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp). Once testing was completed, failure analysis was able to conclude that the opto buttons were found to be the root cause of the reported event. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to a missing opto button pads located in the mtm.

Event description:
Refer to h11 for follow-up information.